Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the coil premature detachment and catheter damage was not determined. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition (condition of returned device): an axium prime coil and an echelon-10 micro catheter were returned for analysis within a shipping box and within a sealed biohazard pouch. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: (pli-10) the echelon-10 total length was measured to be ~155.9cm. The echelon-10 useable length was measured to be ~148.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the catheter body. The distal marker band was found to be damaged (flattened). The distal tip was noted to be pre-shaped. No other anomalies were observed. (Pli-20) the actuator interface, positive load indicator and coupler tube were found to be separated. This is indicative a manual method detachment was attempted. The axium coil pushwire was found to be broken distal to break indicator at proximal end. The coin was found to be not against the lumen stop. The implant coil was already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium implant coil was returned with the implant already detached; however, the root cause could not be determined. It is likely the premature detachment was due to the pushwire break at break indicator causing the release wire to be pulled back and releasing the implant coil. It is likely the damage (break) to the pushwire occurred upon opening the package and attempting to remove the product or after removing it from the package and preparing it per IFU. The customer reported accidently causing premature detachment. Based on the reported information and the device analysis the customer¿s report of ¿catheter kink/damage¿ was confirmed as the distal marker band was found to be damaged (flattened). The root cause is undetermined. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium prime coil instructions for use (IFU): ¿axium prime coil should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coil and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter tip was shaped, it was found to be damaged. It was replaced in time and used normally. The coil was accidentally detached. After timely removal, the coil was replaced and successfully implanted. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing embolization treatment of aneurysm surgery for treatment of a saccular, unruptured aneurysm. The access vessel was the femoral artery. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.